Event description:
It was reported that a (B)(6) caucasian female patient underwent breast reconstruction with a (right) 800cc mentor memorygel breast implant and a (left) 645cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed with bilateral breast deformities and left breast sensory neuroma. As a result, the patient underwent removal and replacement surgery on (B)(6) 2022. During surgery, it was discovered that the right breast implant was ruptured. Subsequently, both implants were replaced with the following: (right) 500cc mentor artoura plus, smooth, high profile catalog: sdc135h lot: 9587144 sn: (B)(4) and (left) 500cc mentor artoura plus, smooth, high profile catalog: sdc135h lot: 9632963 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deformity, material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2022, mentor became aware that the patient also underwent bilateral capsulectomy on (B)(6) 2022. On april 13, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 800cc breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.